Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition in situ measurements in (B)(6) 2020 already showed two channels with hi status due to undetermined reasons. Further according to the device explantation report form two channels were found extra-cochlea at explantation surgery due to a partial migration of the electrode array out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device is affected. In situ testing showed affected channels. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. In situ testing showed affected channels.